Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of alarm 1230 was verified. The event log shows error 1230 on (B)(6) 2018. Use testing was performed. The problem source is the software corruption.

Event description:
Information was received that the cadd legacy pump alarms error 1230. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.